Event description:
It was reported that patient has lack of motion, which started shortly after surgery. Patient had pain, nausea, and a pseudotumor in the hip. Patient complains of swelling in the right leg, ankle, foot, and moving to hands. Dr. Diagnosed her with altr.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.